Manufacturer narrative:
Section d4 expiration date: unknown, as the lot number of the device was not provided. Section d4 UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the phaco tip is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco tip is not an implantable device. Section e1 telephone number: (B)(6). Section h3: the phaco tip was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
When using the phacoemulsifier for a cataract incision, the tip of the phacoemulsifier dislodged from the handpiece . Only the sleeve of the instrument held the tip. No additional information was provided. A separate report will be filed against the handpiece.